Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Manufacturer narrative:
A maquet field service engineer (fse) inspected the ventilator on-site and downloaded the log files. The pressure transducer printed circuit board (pcb) was replaced and the ventilator was successfully tested and returned to service. The replaced pcb was not received back for analysis. The evaluation of the log files confirms the reported failure of the pressure transducer test during pre-use checks (puc). The pressure transducer is the probable cause of the failed test in the puc based on evaluation of the log files but, it was not returned for investigation, therefore the true cause of the failure has not been determined.

Event description:
It was reported that the ventilator failed the pressure transducer test in pre-use check. There was no patient involvement. (B)(4).